Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was prescribed 125mg of keflex on november 4, 2013 (duration not reported). The implanted device remains.